Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Review of all complaints of (B)(4) - fluid leak for the period of (B)(6) 2020 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as fold flaw opening. Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed inner the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.